Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 17-jan-2018 with the following findings: during a visual inspection of the pump, no damage was found to the battery compartment or returned battery cap. The returned battery cap secured properly to the pump. The battery cap contact dimensions measured within specifications. The pump powered on with audible tones and vibration indicating that there was power to the pump. The complaint of no power was not duplicated during investigation. Unrelated to the original complaint, there was evidence of moisture behind the display lens; when the pump case was removed, there was evidence of moisture contamination throughout inside of pump, however, a leak test showed no pump leaks. The download failed due to internal moisture contamination. The display was blank and there was constant vibration caused by the internal moisture contamination. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.